Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution. The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy evo ventilator was returned to a third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation an error code in relation to ui_backlight_fail was recorded in the device event log. In conclusion the display board was replaced to address the issue. Additionally, during the service of the device, the machine flow sensor was replaced due to an error code in relation to mach_flow_drift_log unrelated to the reported malfunction. Additional components were replaced as part of maintenance of the device. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.